Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after event onset, the patient was treated with intravenous injection vancomycin (500 milligram, once a day for 10 days) and intraperitoneal injection magnex (1 gram, three times a day for 10 days) for peritonitis. The patient was recovered from the peritonitis event eight days after event onset. Dianeal therapy was ongoing. No additional information is available.